Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 1630 mg/dl. Reportedly, the customer fell and hit their head. Customer first went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of insulin and had a stent placed. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.